Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a cholecystectomy, the clips did not form during the firing. The surgeon was able to squeeze the handles but the jaws closed partially. The cystic artery was punctured and started bleeding. The patient's pre-op diagnosis: calculus cholecystitis, medical history/pre-existing conditions: epigastric pains. There was no anticipated tissue loss, no part of the instrument broke and fell on to patient cavity, no blood loss of more than 500ccs.